Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen in the emergency room having experienced syncopy. Because this device is part of an advisory, the physician questioned if the advisory issue could present with intermittent or permanent loss of output. Boston scientific technical services (ts) agreed with the assessment that it is possibly but unlikely. The device was thoroughly interrogated and everything checked out fine. The patient has developed complete atrioventricular block and is now pacing dependent. There was no noise or inhibition of pacing episodes stored in the device and thresholds have not changed. The physician will take all this information into account in patient's care. The device remains in service and there were no additional adverse patient effects reported.